Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) received a non-sustained right ventricular over-sensing (nsrvo) alert due to post paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes was made and the patient left in stable condition.